Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2; -9.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2021 the lens was explanted due to the patient experienced low vaulting and lens opacity (asc). This resolved the problem. The cause of the event was reported as "other" and noted "low vault".

Manufacturer narrative:
H3: device evaluation: lens was returned in a specimen cup, in liquid. Visual inspection found the lens optic and haptic torn. Dimensional inspection found the overall length within specifications, wide inspection could not be performed due to haptic significantly damaged. Claim#: (B)(4).